Event description:
During an ectopic pregnancy procedure the jaws would not release from tissue. Surgeon discovered a piece of the device had slipped over the jaws preventing the jaws from opening. It is unknown how the jaws were released from the tissue, but when the device was pulled out of trocar the piece from the device was missing. Visual exam did not locate missing. Surgeon irrigated site and did not find missing piece in solution. X-rays were taken which also did not locate missing piece. No adverse outcome to pt.